Event description:
Drive devilbiss healthcare received a complaint involving a travel scooter from an end user, who reported that while using the scooter "on paved ground" with a "minor (maybe 10-15 degree) incline on the right side," "the scooter toppled on its side on top of me." It was unclear from the report if the paved ground was uneven, with the incline on one side only, or if the paved ground had an even incline. First aid was given to the end user including lifting the scooter off of him and assisting him to his feet, as well as bandaging his right arm "from his wrist to his elbow" because it was "very scraped up." The end user also reported that he "banged [his] head on the concrete but only had a fair size bump." The end user confirmed that there was no further medical treatment besides the initial first aid, and declined to return the product for evaluation.